Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 8 (ethanol) was not in contact with the corresponding sensor at 08:37am on (B)(6) 2018 for approximately 12 minutes, which is sufficient time to replace the reagent; and the station properties were reset at 08:50am on (B)(6) 2018. Although a user affirmed in the instrument software that the reagent concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 08:50am on (B)(6) 2018, the discrepancy between the measured ethanol concentration of 77% and that calculated by the instrument software of 99.7% indicates that a use error occurred during replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent from bottle 8 (ethanol) with a measured ethanol concentration of 77% was used for the final dehydration step of the "routine 8hr" protocol started in retort a at 09:22am on (B)(6) 2018, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 08:37am and 08:50am on (B)(6) 2018, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 8. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 8 (ethanol) as detailed in the leica peloris/peloris ll user manual.

Event description:
On 25 october 2018, leica biosystems received a complaint that "tissue was mushy" following a processing run in retort a on (B)(6) 2018. The complainant advised that no error codes had been displayed; and the affected tissue samples were to be re-processed on (B)(6) 2018. On (B)(6) 2018, a leica histology technical specialist (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that the reagent in bottles 8 and 13 and the wax in wax bath 1 had been replaced between 08:27am and 08:50am on (B)(6) 2018; the reagent in bottle 8 (ethanol) was cloudy; and the reagents in bottles 8 (ethanol); 13 (xylene) and the wax in wax bath 1 had been used for the first time in the processing run from which sub-optimal tissue processing was reported. The fss also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable with the exception of bottles 4; 7; and 8. The measured ethanol concentration in bottles 4; 7; and 8 was 93%; 77% and 75% respectively and the calculated concentration was 86.3%; 66.6%; and 99.7% respectively. On 30 october 2018, leica biosystems received the following information from the complainant: "path was not able to diagnose any of those cases". On 01 november 2018, the fss received information that 68 cases were able to be reported; re-biopsy of 22 patients was required; and it remained to be determined if four (4) cases were able to be reported. The age and sex for all patients involved in this event. (This information was received by lbs (B)(4) on 02 november 2018). As at 21 november 2018, leica biosystems has not received any further information as to either whether re-biopsy of any patient(s) has been performed or the outcome of the four (4) outstanding cases. Refer to MFR. Report #8020030-2018-00104 to #8020030-2018-00108; and #8020030-2018-00110 to #8020030-2018-00125 for specific details of the other patients involved.

Manufacturer narrative:
On 25 november 2018, leica biosystems (B)(4) received information for the four (4) outstanding cases. Two (2) cases required re-biopsy; and two (2) cases were released with no re-biopsy required. The patient identifier; age and sex were provided for all patients. Refer to MFR #8020030-2018-00126 and #8020030-2018-00127 for specific details of the two (2) cases from whom re-biopsy was required.